Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that event log files were submitted for review. A system controller fault alarm was reported on (B)(6)2023 which required a system controller exchange. The system controller (B)(6) also recorded a driveline power fault associated with a (f4) pwr_a_broken system controller fault flag. This event was indicative of a modular cable issue. The modular cable issues were not confirmed. The patient was asymptomatic at the time of the pump stop associated with the system controller exchange. After replacing the system controller, the fault had not yet returned. It was recommended to replace the modular cable involved in the driveline power fault. The event log files on the new system controller (B)(6) captured controller clock corrupt events. These events were indicative of a complete loss of power, including a fully depleted emergency backup battery. The reason for the complete power loss was not confirmed. Motor function was not affected by this event. The last recorded date recorded prior to the controller clock synch was (B)(6) 2000 18:40:23 which indicates that the system controller was connected to a power source on (B)(6) 2023 as reported. A system controller clock synch was performed on (B)(6) 2023 at 12:50:01 for the new system controller. It was also noted that an emergency backup battery (ebb) fault alarm occurred on the new system controller (B)(6) on (B)(6) 2023. The system controller (B)(6) was exchanged to (B)(6) due to the ebb fault alarm. No troubleshooting was performed before the exchange. The ebb fault alarms resolved after the exchange. The modular cable and the system controller (B)(6) were exchanged on (B)(6) 2023 and the patient remained asymptomatic. The mechanical circulatory support (mcs) equipment was operating as intended. Related manufacturer reference number:2916596-2023-08624 (modular cable lot number 7613457). Related manufacturer reference number: 2916596-2023-08691 (system controller (B)(6)).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Incidental findings: damage to power cable, fluid ingress. Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded ((B)(6)) and submitted ((B)(4)) for review. A review of the submitted log files showed overlapping events spanning approximately 4 days ((B)(6) 2023 per timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. On (B)(6) 2023 at 18:12:47, a driveline power fault alarm was active due to a power a broken fault. The alarm remained active throughout the remainder of the log file until the driveline was disconnected at 18:20:10 for a controller exchange. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The returned system controller was tested on a mock loop with both a test modular cable, as well as the returned modular cable (lot number: 7613457) and the controller operated the pump without any alarms or issues activating. Further testing was performed, and upon connecting the controller to the test system, a driveline power fault alarm appeared on the system monitor. Circuit analysis revealed fluctuating output voltage from the integrated circuit (ic) chip, u32. The ic chip was replaced with a functioning component and the alarm resolved. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2020. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the running system controller with the backup system controller. Additionally, section 2 of the patient handbook instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate 3 instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.